Event description:
It was reported that during the implant attempt, it was difficult to position the lead and the proximal coil of the lead appeared to be separating. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The defibrillation conductor was distorted. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead was damaged at implant.